Event description:
A (B)(6) customer tested his blood glucose using his contour link and contour meters. The link meter read 13.1 mmol/l, while the contour read 3.1 mmol/l. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.